Manufacturer narrative:
It was reported that rollator left rear wheel is bent and was received that way. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "rollator left rear wheel is bent and was received that way."